Manufacturer narrative:
Patient identifier: corrected information.

Manufacturer narrative:
Approximate age of device ~ 1 year. The device was not returned and was not available for evaluation. Evaluation of the submitted log files confirmed the reported low flow hazard alarms; however, a direct correlation between this finding and heartmate 3 lvas could not be conclusively established through this evaluation. Evaluation of photographs submitted by the account confirmed a twist in the outflow graft that could have contributed to the low flow events. The system controller event log file contained data from (B)(6) 2018 at 6:01:12 through (B)(6) 2018 at 8:36:30. On (B)(6) 2018, intermittent low flow hazard alarms were captured between 6:10:42 and 7:08:56, with calculated average flow ranging from 2-2.4 lpm at the time of the alarms. These events, and the remainder of the file, appeared to show the pump shutting down as the patient was transplanted. No atypical alarms were captured; the pump appeared to function as intended. The patient received a routine heart transplant on (B)(6) 2018. It was reported that review of the device post-explant suggested an outflow graft kink was present; however, evaluation of the photographs submitted by the account confirmed outflow graft twisting. The heartmate 3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This document also contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that the patient's log files were sent for review. Please zoom into the logs between 5:00am to 7:15am (B)(6) 2018 as the patient was on the operating table, getting ready for the transplant. Unit was alarming ¿low flow¿. Manufacture's technical services representative: the low flow events captured in the event log file appear to be due to something going on with the patient. The mcs equipment is operating as expected. On 02may2018 - it reported that the patient was transplanted on (B)(6) 2018. On 19nov2018 - additional information: could you please confirm if the patient was receiving a routine heart transplant? Yes. Or was there anything device related, which prompted an emergent heart transplant? No emergent device related issues. Previous logs showed large number of pi events filling log files in less than 24 hours noted- with no obvious clinical cause identified. Was a cause for the low flow events found? Review of device post explant suggests outflow graft kink. Was the patient successfully transplanted? If so, on what date? Yes: (B)(6) 2018. Will the pump be returned for investigation? No. No further information was provided.